Event description:
It was reported that there may have been a flagyl overinfusion, as it should not have been done running yet when the pump allowed itself to be programmed using interoperability for the next infusion (magnesium). The flagyl infusion was programmed at 1544, and the next infusion (magnesium) was programmed at 1604, however flagyl should not have been finished yet, and the customer is not sure if it infused too fast. The customer provided logs and asked for assistance to review, if an overinfusion occurred. There was no patient harm or impact.

Manufacturer narrative:
Investigation conclusion: the report of a flagyl overinfusion infused too fast was not replicated. The pcu event log review shows the infusion of flagyl (believed to be drugid 624) that was started at 3:44 pm on 15dec2020 was stopped early. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows pump module s/n (B)(6) received a remote IV request for drugid 624 to infuse at 100ml/hr with a vtbi of 100ml at 3:44 pm on (B)(6)2020 and ran until 4:00 pm when the device was channeled off. The volume recorded as being infused during this period was 25.81ml. This infusion was stopped early by the user. At 4:01 pm, the device received a remote IV request for drugid 582 to infuse at 25ml/hr. This infusion ran until 6:19pm when the device was channeled off. This infusion was also stopped early by the user. The medications in use could not be verified since they were programmed via remote IV request (no programming key presses to follow in pcu event log). A review of the device error logs found no errors during the time of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. Device inspection: pump module s/n (B)(6) was received with ¿void¿ residue around the instrument seal which may be indicative of the device being previously opened by the customer. The right (male) iui was observed with corrosion on the contact pins and dry fluid residue. The left (female) iui was observed with dry fluid residue and an impact mark. The platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. The sear was observed with an impact mark indicative of overextension. Impact marks were observed on the bottom of the rear case. Crush marks were observed on the upper fitment which is indicative of set misload. All parts inspected are manufactured by bd. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported flagyl overinfusion (infused too fast) was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 12apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The event logs were provided with pending investigation. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided. Only event logs with pending investigation were provided.

Event description:
It was reported that there may have been a flagyl overinfusion, as it should not have been done running yet when the pump allowed itself to be programmed using interoperability for the next infusion (magnesium). The flagyl infusion was programmed at 1544, and the next infusion (magnesium) was programmed at 1604, however flagyl should not have been finished yet, and the customer is not sure if it infused too fast. The customer provided logs and asked for assistance to review, if an overinfusion occurred. There was no patient harm or impact.